Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Caller then commented that the implant doesn't even work. Caller explained that in 2018 or so all of a sudden they could no longer connect to the implant to charge. Caller stated their physician also left the practice around that time, so they just gave up on it. Caller noted that they had some issues with it while it was working but did not go into detail about the issues. Caller stated that now they need an MRI and need to get the implant recharged to do so. Caller commented that they've discussed with their doctor having the implant replaced. Caller noted that they need the MRI for a possible herniated disc in their neck and because they've been having issues with their lower back again. Caller commented they aren't sure where their programmer is but wanted to try and find the programmer before paying for a replacement. Agent sent email to the field to begin process for the wireless recharger replacement and to attempt to restart the implant.